Event description:
On (B)(6), 2010, a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured. This is the first of two reports.

Manufacturer narrative:
The doctor reported that an abutment screw fractured due to biomechanical overloading by the superstructure. The doctor stated that the screw was discarded upon removal from the patient's mouth, and therefore could not be returned to sis (B)(4) for evaluation. In addition, the doctor did not provide a lot number for the fractured screw, therefore no further investigation could be conducted.